Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip had small particle embedded in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One sample was returned for analysis. Sample had an air bubble in the plastic of the syringe therefore failure mode was verified. Vents on mold partially plugged with plastic gas discharge preventing/obstructing primary vent discharge or mold melt disk probes partially obstructed which creates a jetting effect in the plastic flow. In turn, this creates head and uneven flow through the gates and causes bubbles. No corrective actions required, defect rate within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot # 8179678 for the same defect or symptom.

Event description:
It was reported that a bd syringe with bd luer-lok tip had small particle embedded in the syringe. There was no report of exposure, serious injury or medical intervention.